Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that after the use of a dlp aortic root cannula, it was reported that during mics (minimally invasive cardiac surgery) surgery for mitral insufficiency was performed. Mitral valvuloplasty was scheduled and started, however, valve replacement surgery was performed midway and the cardiac arrest time was 4 hours 51 minutes. External circulation separation was attempted, but the heart did not move and myocardial infarction occurred during the procedure. The patient was transferred to the ICU of another hospital with iabp and/or ECMO attached, the patient's lifespan was extended for 2 months, but the patient developed dic and died of multi-organ failure. The product used for valve replacement is unknown. There was a report stating that the product was used during mics (minimally invasive cardiac surgery) surgery, but no product malfunctions have been reported. There were no reports from medical institutions regarding this case. In the attached surgical field video, the air in the aortic base increased inside the cannula, and without performing the air removal operation, the cannula was replaced with air. The images of air being pushed into the aortic root several times were clearly confirmed. The medical accident investigation and support center conducted an investigation to find out that the cause of the accident was caused by a large amount of air being pushed into the aortic root as a result of failure to perform the air removal operations that should be carried out by the physician. It was adjudged that an air block had occurred in the right coronary artery, causing myocardial infarction. Death occurred 2 months after the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.